Manufacturer narrative:
It was reported that brace would allegedly continue to come unlocked when force was put into bending the hinge. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that brace would allegedly continue to come unlocked when force was put into bending the hinge. No injury reported.